Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on march 8, 2023. An investigation is in progress for returned product received on march 9, 2023.

Event description:
Tampons disintegrate inside me - vagina [foreign body in reproductive tract]. Tampon disintegrated [device breakage]. Case narrative: consumer reported via phone that tampon disintegrated inside. No serious injury reported.

Event description:
Tampons disintegrate inside me - vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] case narrative: consumer reported via phone that tampon disintegrated inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons disintegrate inside me - vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] case narrative: consumer reported via phone that tampon disintegrated inside. No serious injury reported.